Event description:
Customer reported that while the unit was in use on a pt the screen on the unit went blank during helicopter transport. Unit continued pumping and vital signs were monitored on the transport monitor. No pt injury was reported.